Event description:
It was reported that following a benign prostatic hyperplasia (bph) procedure, the patient experienced a stricture. No information regarding the product, procedure or subsequent patient outcome has been reported.